Manufacturer narrative:
A filter test was performed and the handpiece passed the filter test.

Event description:
Particulate was emitted from this handpiece during a cataract extraction procedure. The pt is doing well with no effects.